Event description:
Patient admitted with progressive shortness of breath and dyspnea on exertion. Cardiac catheterization demonstrates severe coronary artery disease. Postoperatively, in cardiovascular intensive care unit, patient placed on maquet intra-aortic balloon pump (iabp). Nurse noted balloon was no longer inflating. Iabp waveform for balloon filling was flat. Electrocardiography and endotracheal tube arterial line were both reading without change in iabp screen. Alarm had not yet sounded before balloon had stopped inflating. Once alarm sounded, iabp screen read maintenance required code 3. Once alarm was silenced, new alarm read blood in tubing. Balloon continued not to fill. Helium tank over half full. New iabp was brought to room and connected to patient. New iabp functioned without further difficulty. No untoward patient effects.